Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 35 mg/dl and food was consumed to address bg. Emergency medical technicians transported customer to the emergency room (ER). Contact did not know what treatment was administered and could not provide further details. Although multiple attempts were made by tandem technical support to obtain additional information, customer had not replied.